Manufacturer narrative:
Examination of the device memory after the device was returned found no explanation for for the incident reporting of failure to record daily measurements while implanted. It was revealed that the actual date was overwritten because it had occurred 4 years and 5 months prior to explanted.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The device remained in-service and was explanted over four years later for normal battery depletion. However, initial analysis revealed a device anomaly. Detailed analysis is pending.

Event description:
Boston scientific ((B)(4)) received information that this cardiac resynchronization therapy defibrillator (crt-d) did not record the right atrial, right ventricular or left ventricular pacing impedance or shock impedance on a specific date for daily measurements. It was confirmed that daily measurements were turned on. A technical services (ts) consultant discussed that there were no advisories regarding this crt-d and that the issue they called about would have to be elevated to engineering. No adverse patient symptoms were reported.